Manufacturer narrative:
The referenced thrombosed pump was reported under medwatch MFR report# 2916596-2017-01315. The event took place at the implanting center, (B)(6). (B)(4). Approximate age of device: 2 years, 2 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for a pump pocket infection. The implanted pump had been turned off six weeks prior due to device thrombosis. The pump had been left in situ. It was reported that infection had progressed to the pump pocket and entire outflow graft. The patient was taken to the operating room on (B)(6) 2017 to have the pump and all foreign material explanted. The pump and outflow graft were removed. The pump pocket was reportedly completely filled with puss and infected fluid. Post explant, the patient suffered from bleeding complications and a severe inflammatory response and expired on (B)(6) 2017. The pump was returned for evaluation. No additional information was provided.